Event description:
The physician deployed a 3.5 mm diameter x 15 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. When the physician inflated the stent after its implantation, it was reported that the diameter of the stent had increased to 4.0 mm. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: results: (stent od cannot be confirmed. Possible morphology of patient gave non uniform balloon inflation/stent deployment). Evaluation: conclusion: stent od cannot be confirmed. Possible morphology of patient gave non uniform balloon inflation/stent deployment.